Manufacturer narrative:
Product event summary : later, performance data was collected from the device and analyzed. Analysis revealed the sensing value was low for the maximum r wave; it varied between 1 and 31.6 millivolts.

Event description:
It was reported that the right ventricular lead was undersensing; sensing was less than 1 millivolt. The lead was explanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary : the distal portion of the lead was returned and analyzed with no anomalies found. Visual summary analysis indicated apparent explant damage. (B)(4).